Event description:
It was reported that the smartpass feature of the subcutaneous implantable cardioverter defibrillator (s-ICD) was disabled. Technical services (ts) noted oversensing was observed as the signal gets too small. A week prior it was recommended to program to secondary vector from primary, due to untreated episodes that occurred because of oversensing of atrial fibrillation (af) p waves. Ultimately it was thought that this patients cardiac status had degraded. This patient was seen in clinic where tachy therapy and af monitoring was programmed off. The plan is to replace this electrode and s-ICD with a cardiac resynchronization therapy defibrillator (crt-d) system. Additional information is being requested from the field. Other than therapy being disabled, there were no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.